Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center displayed error e226 during maintenance activities. This issue did not occur in a clinical setting, and no patients were involved.